Event description:
Patient admitted on (B)(6) 2020 for intermittent vomiting. Patient has been at neurologic baseline. Fontanelle has been soft the entire time. Taken to or on (B)(6) 2020 for exploration of shunt and exchanged.

Manufacturer narrative:
Production records show no history of non conformity nor derogations. The product was returned in sterile water in position 5 with a piece of catheter tied via suture. Upon visual inspection, some residues are noticed inside the valve. In depth testing was performed on the valve: obstruction testing with air and alcohol was negative; both have normal flow. Impermeability testing to air and to alcohol was positive; no leakage found setting programming assessment upon return was not conforming due to the presence of the residual substance blocking the movement. Once decontamination was done, the test was eventlesss, and pressure setting control provided complying values. No issues were found during these tests, pressure values were conforming and stable. The device is conforming and the results are within specifications. No deviations or anomalies could be confirmed.

Manufacturer narrative:
Device analysis is pending device return to manufacturer.

Event description:
Patient admitted on (B)(6) 2021 for intermittent vomiting. Patient has been at neurologic baseline. Fontanelle has been soft the entire time. Taken to operating room on (B)(6) 2020 for exploration of shunt and exchanged.